Event description:
The hcp reported the pt presented in 2004 with signs of an infection of the device pocket. These included redness, swelling, drainage, and incisional wound opening. A culture of the device pocket was done - the results were not reported. The pt was treated with IV antibotics. The infection resolved. The pt had risk factors of autoimmune disease, debilitated status, urinary tract infections, malnutrition, and post op wound contamination. The pt had a suprapubic catheter leak that infected the wound.